Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Probable causes may include corrosion on the interlock. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported events. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that, during treatment, a versajet ii console handpiece was not able to stay locked to console in 3 o'clock position, rotating back slightly with use and triggering the shutting down of the machine. No significant surgical delay was reported and the procedure was concluded with the same device. Neither patient injury nor other complications were reported.